Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the ic, u2 designator on the digital pcb assembly. After replacing the digital pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device had no audio output. There was no patient use associated with the reported event.